Manufacturer narrative:
Device not yet received for evaluation.

Manufacturer narrative:
The engineer reported that the handpiece had duplicated symptoms of heat. The device was repaired and returned to the customer.

Event description:
It was reported that the core micro drill was heating up during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event. During a technical service inspection it was also noted that the handpiece produces alternating responses upon activation in forward and reverse mode. There was no patient involvement and no adverse consequences reported as a result of this event.

Event description:
It was reported that the core micro drill was heating up during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event. During a technical service inspection it was also noted that the handpiece produces alternating responses upon activation in forward and reverse mode. There was no patient involvement and no adverse consequences reported as a result of this event.